Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B63664-not valid, b63564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed concomitantly with essure" on (B)(6) 2013. The patient's medical history included weight gain, uterine dilation and curettage, ovarian cystectomy, caesarean section, loop electrosurgical excision procedure and tonsillectomy. The plaintiff underwent an unknown essure confirmation test revealed, total bilateral occlusion. Concurrent conditions included overweight, anemia, dysfunctional uterine bleeding, oligomenorrhea and intrauterine synechiae. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)"), rash ("rashes or skin conditions"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and adnexa uteri pain ("near ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, vaginal infection, fatigue, cystitis, urinary tract infection, headache and weight increased outcome was unknown, the dysmenorrhoea and adnexa uteri pain had resolved and the rash, migraine and tooth disorder was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: right- trailing coils in uterus: 3, left- trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received. Essure lot number added. Explant date updated. Lawyer, lab data and onset dates of events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B63664-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed concomitantly with essure". The patient's medical history included weight gain, uterine dilation and curettage, ovarian cystectomy, caesarean section, loop electrosurgical excision procedure and tonsillectomy. The plaintiff underwent an unknown essure confirmation test revealed, total bilateral occlusion. Concurrent conditions included overweight, anemia, dysfunctional uterine bleeding, oligomenorrhea and intrauterine synechiae. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), adnexa uteri pain ("near ovaries pain") and rash ("rashes or skin conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, headache and weight increased outcome was unknown, the tooth disorder, migraine and rash was resolving and the dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: right- trailing coils in uterus: 3, left- trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. (B63664,b63564)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed concomitantly with essure" on (B)(6) 2013. The patient's medical history included weight gain, uterine dilation and curettage, ovarian cystectomy, caesarean section, loop electrosurgical excision procedure and tonsillectomy. The plaintiff underwent an unknown essure confirmation test revealed, total bilateral occlusion. Concurrent conditions included overweight, anemia, dysfunctional uterine bleeding, oligomenorrhea and intrauterine synechiae. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)"), rash ("rashes or skin conditions"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and adnexa uteri pain ("near ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, vaginal infection, fatigue, cystitis, urinary tract infection, headache and weight increased outcome was unknown, the dysmenorrhoea and adnexa uteri pain had resolved and the rash, migraine and tooth disorder was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: right- trailing coils in uterus: 3, left- trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 32-year-old female patient who had essure (batch no. (B63664,b63564)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed concomitantly with essure" on (B)(6) 2013. The patient's medical history included weight gain, uterine dilation and curettage, ovarian cystectomy, caesarean section, loop electrosurgical excision procedure and tonsillectomy. The plaintiff underwent an unknown essure confirmation test revealed, total bilateral occlusion. Concurrent conditions included overweight, anemia, dysfunctional uterine bleeding, oligomenorrhea and intrauterine synechiae. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from (B)(6) 2014 to (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and tramadol from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (urinary tract)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced limb mass ("scaly bumps on arm"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("infection (vaginal)"), rash ("rashes or skin conditions"), cystitis ("infection (bladder)") and adnexa uteri pain ("near ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, vaginal infection, fatigue, cystitis, urinary tract infection, headache, weight increased and limb mass outcome was unknown, the dysmenorrhoea, rash, tooth disorder, adnexa uteri pain and pelvic pain had resolved and the migraine was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, limb mass, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: right- trailing coils in uterus: 3, left- trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received: new events were added: scaly bumps on arm and pain. Event onset date and event outcome were added. Concomitant drugs were added. And reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B63664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed concomitantly with essure". The patient's medical history included weight gain, uterine dilation and curettage, ovarian cystectomy, caesarean section, loop electrosurgical excision procedure and tonsillectomy. The plaintiff underwent an unknown essure confirmation test revealed, total bilateral occlusion. Concurrent conditions included overweight, anemia, dysfunctional uterine bleeding, oligomenorrhea and intrauterine synechiae. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), adnexa uteri pain ("near ovaries pain") and rash ("rashes or skin conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, headache and weight increased outcome was unknown, the tooth disorder, migraine and rash was resolving and the dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion details: right- trailing coils in uterus: 3, left- trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and medical record received. Reporter's information and lot number was added. Event injury was deleted. Events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/vaginal), migraines, headaches, rashes or skin conditions, weight gain, lower abdominal pain, near ovaries pain, ablation performed concomitantly with essure. Event outcomes were updated. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.